Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber was found to have been used for 10 joules but does not exhibit signs of usage; the fiber is broken within the white tubing at 2 feet and 6 inches from input connector, between the connector and control knob; the fiber was tested with hene laser fixture, aim beam is present at location of the break; the white tubing does not exhibit signs of melting at the break. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Event description:
It was reported that when starting the procedure (fiber used for 0 minutes, 0 joules), a fiber break was detected. The fiber was replaced and the procedure completed using a second surgical fiber. There was no injury reported.